Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding -general abnormal bleeding') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy post essure diagnosed"), fatigue ("fatigue") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, alopecia and weight decreased had resolved and the genital haemorrhage, pregnancy with contraceptive device and allergy to metals outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and weight decreased to be related to essure. The reporter commented: previously reported insertion date was 2011 (discrepancy noted in essure insertion date). Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding -general abnormal bleeding, nickel allergy, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2012: other-result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Case was upgraded to incident. The event injury nos was replaced with events from pfs: pelvic pain, abdominal pain, bleeding -general abnormal bleeding, dysmenorrhea, nickel allergy, pregnancy (no complication), fatigue, hair loss, weight loss. Laboratory data was added. Essure insertion date and removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding -general abnormal bleeding') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pre-eclampsia and type I diabetes mellitus. Concurrent conditions included multigravida and parity 2 (dates of live births: (B)(6) 2004; (B)(6) 2007.). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / sore specially my belly button"), dysmenorrhoea ("dysmennorhea (cramping) / painful periods"), allergy to metals ("nickel allergy post essure diagnosed"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), ovulation pain ("painful ovulation"), feeling abnormal ("head fog"), back pain ("low back pain"), arthralgia ("joint pain"), headache ("headaches"), intervertebral disc degeneration ("mild disc degeneration"), sacroiliitis ("si arthritis") and bone pain ("bones that ache and radiate to my hip bones and buttocks"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, alopecia, weight decreased, ovulation pain, feeling abnormal and headache had resolved and the genital haemorrhage, pregnancy with contraceptive device, allergy to metals, bladder disorder, urinary tract disorder, migraine, back pain, arthralgia, intervertebral disc degeneration, sacroiliitis and bone pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, bone pain, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, intervertebral disc degeneration, migraine, ovulation pain, pelvic pain, pregnancy with contraceptive device, sacroiliitis, urinary tract disorder and weight decreased to be related to essure. The reporter commented: previously reported insertion date was 2011 (discrepancy noted in essure insertion date). Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding -general abnormal bleeding, nickel allergy. Current weight: 136 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: intervertebral disc degeneration, sacroiliitis, bone pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and social media content received: events: bladder or urinary problems or changes, migraines/headaches, painful ovulation, head fog, joint pain, low back pain, mild disc degeneration, si arthritis, bone pain were added. Reporters, medical history and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), salpingitis ('chronic salpingitis associated with essure device'), genital haemorrhage ('bleeding -general abnormal bleeding') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure (batch no. 898828, a20061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pre-eclampsia and type I diabetes mellitus. Concurrent conditions included multigravida and parity 2 (dates of live births: (B)(6) 2004; (B)(6) 2007.). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), salpingitis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / sore specially my belly button"), dysmenorrhoea ("dysmennorhea (cramping) / painful periods"), allergy to metals ("nickel allergy post essure diagnosed"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), ovulation pain ("painful ovulation"), feeling abnormal ("head fog"), back pain ("low back pain"), arthralgia ("joint pain"), headache ("headaches"), intervertebral disc degeneration ("mild disc degeneration"), sacroiliitis ("si arthritis") and bone pain ("bones that ache and radiate to my hip bones and buttocks"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral/diagnostic hysteroscopy,laparoscopic partial bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, alopecia, weight decreased, ovulation pain, feeling abnormal and headache had resolved and the salpingitis, genital haemorrhage, pregnancy with contraceptive device, allergy to metals, bladder disorder, urinary tract disorder, migraine, back pain, arthralgia, intervertebral disc degeneration, sacroiliitis and bone pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, bone pain, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, intervertebral disc degeneration, migraine, ovulation pain, pelvic pain, pregnancy with contraceptive device, sacroiliitis, salpingitis, urinary tract disorder and weight decreased to be related to essure. The reporter commented: previously reported insertion date was 2011 (discrepancy noted in essure insertion date). Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding -general abnormal bleeding, nickel allergy. Current weight: 136 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: intervertebral disc degeneration, sacroiliitis, bone pain, salpingitis., pelvic pain. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter information , lot no, auto-narrative supplement , event : "chronic salpingitis associated with essure device." Added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), salpingitis ('chronic salpingitis associated with essure device'), genital haemorrhage ('bleeding -general abnormal bleeding') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure (batch no. 898828-inv, a20061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pre-eclampsia and type I diabetes mellitus. Concurrent conditions included multigravida and parity 2 (dates of live births: (B)(6) 2004; (B)(6) 2007.). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), salpingitis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / sore specially my belly button"), dysmenorrhoea ("dysmennorhea (cramping) / painful periods"), allergy to metals ("nickel allergy post essure diagnosed"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), ovulation pain ("painful ovulation"), feeling abnormal ("head fog"), back pain ("low back pain"), arthralgia ("joint pain"), headache ("headaches"), intervertebral disc degeneration ("mild disc degeneration"), sacroiliitis ("si arthritis") and bone pain ("bones that ache and radiate to my hip bones and buttocks"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral/diagnostic hysteroscopy,laparoscopic partial bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, alopecia, weight decreased, ovulation pain, feeling abnormal and headache had resolved and the salpingitis, genital haemorrhage, pregnancy with contraceptive device, allergy to metals, bladder disorder, urinary tract disorder, migraine, back pain, arthralgia, intervertebral disc degeneration, sacroiliitis and bone pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, bone pain, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, intervertebral disc degeneration, migraine, ovulation pain, pelvic pain, pregnancy with contraceptive device, sacroiliitis, salpingitis, urinary tract disorder and weight decreased to be related to essure. The reporter commented: previously reported insertion date was 2011 (discrepancy noted in essure insertion date). Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding -general abnormal bleeding, nickel allergy. Current weight: 136 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: intervertebral disc degeneration, sacroiliitis, bone pain, salpingitis., pelvic pain. Lot number reported (898828) is not valid. Most recent follow-up information incorporated above includes: on 28-apr-2021: update of information (batch is not valid) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), salpingitis ('chronic salpingitis associated with essure device'), genital haemorrhage ('bleeding -general abnormal bleeding') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure (batch no. 898828-inv, a20061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pre-eclampsia and type I diabetes mellitus. Concurrent conditions included multigravida and parity 2 (dates of live births: (B)(6) 2004; (B)(6) 2007.). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), salpingitis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / sore specially my belly button"), dysmenorrhoea ("dysmennorhea (cramping) / painful periods"), allergy to metals ("nickel allergy post essure diagnosed"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), ovulation pain ("painful ovulation"), feeling abnormal ("head fog"), back pain ("low back pain"), arthralgia ("joint pain"), headache ("headaches"), intervertebral disc degeneration ("mild disc degeneration"), sacroiliitis ("si arthritis") and bone pain ("bones that ache and radiate to my hip bones and buttocks"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral/diagnostic hysteroscopy,laparoscopic partial bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, alopecia, weight decreased, ovulation pain, feeling abnormal and headache had resolved and the salpingitis, genital haemorrhage, pregnancy with contraceptive device, allergy to metals, bladder disorder, urinary tract disorder, migraine, back pain, arthralgia, intervertebral disc degeneration, sacroiliitis and bone pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, bone pain, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, intervertebral disc degeneration, migraine, ovulation pain, pelvic pain, pregnancy with contraceptive device, sacroiliitis, salpingitis, urinary tract disorder and weight decreased to be related to essure. The reporter commented: previously reported insertion date was 2011 (discrepancy noted in essure insertion date). Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding -general abnormal bleeding, nickel allergy. Current weight: 136 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: intervertebral disc degeneration, sacroiliitis, bone pain, salpingitis., pelvic pain. Lot number reported (898828) is invalid. Lot number: a20061, manufacturing date: 2012/06, expiration date: 2015/06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.